Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the cartridge was leaking from the pigtail. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issues. The customer¿s blood glucose level was 160 mg/dl.